Manufacturer narrative:
Out of warranty; no request for manufacturers service.

Event description:
The customer reported the ventilator was vent inop and alarming due to a pressure sensor failure when powered on. The customer reported the device was not in use on a patient; therefore, there was no patient involvement or harm. As the device was out of warranty, the customer contacted manufacturers product support engineer (pse) who advised evaluation of the data acquisition board for replacement to address the reported problem. As reported, failure of the pressure sensors may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation.